Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and non-sustained tachycardia (nst.) It was also reported that the electrograms (egms) show noise on the ventricular lead and there is t-wave oversensing (twos.) The patient will be scheduled for defibrillation threshold test (dft) and other testing. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.